Manufacturer narrative:
The facility reported a patient experiencing symptoms of rigors, fever of 101 degrees, and a diagnosis of pneumonia following patient dialysis treatment in which centrisol liquid bicarbonate was used as part of the dialysate solution. Medivators quality control performed testing of the product lot retain samples. The results show the product met specifications. Since the initial report there has been no additional information reported on the patient. This complaint will continue to be monitored by the medivators complaint handling system.

Event description:
The facility reported patient developed rigors, fever and was diagnosed with pneumonia after patient dialysis treatment.